Event description:
The manufacturer received information alleging "service required" alarm conditions occurred. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging "service required" alarm conditions occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and internal battery were replaced to address the issues.